Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to the patient¿s poor hand hygiene prior to initiation and discontinuation of therapy. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported being diagnosed with peritonitis.during follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin and cefazolin (dosage, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2022, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, as a home evaluation revealed the patient was not properly disinfecting his hands during initiation and discontinuation of ccpd therapy. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient completed antibiotic therapy and has recovered from the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported being diagnosed with peritonitis.during follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin and cefazolin (dosage, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2022, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, as a home evaluation revealed the patient was not properly disinfecting his hands during initiation and discontinuation of ccpd therapy. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient completed antibiotic therapy and has recovered from the events.